Manufacturer narrative:
The reason for this revision surgery was a peri=prosthetic fracture. The length of in vivo service was 6.2 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 8 prior complaints reported against this part number; summary of investigations: 2 instability and looseness, 2 trauma, 1 pain, 1 dimensional concern, 2 revisions with un-specified reason. This is the first complaint against this lot number. The root cause was reported as a patient fall. No other conditions relating to this event could be determined with confidence. Inventory containment is not required. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient sustained a per-prosthetic fracture due to a fall. The surgeon removed the original head, stem, sleeve and liner.